Manufacturer narrative:
The pump had intermittent buttons response due to a flattened act button dome switch. No unlocked lcd keypad connector was noted. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected watchdog timeout, rtc/internal clock comparison or audio/beep anomalies noted. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received internal clock error alarm and watchdog time out alarm. The customer also reported that the buttons were unresponsive. The customer's blood glucose was 114 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.